Event description:
End user's husband states that the wheel stop is broken off on the left rear. He states this part comes from the leg tube and that it has been broken for a couple of months. Unit is still being used with one brake. End user's husband states that when levers are pushed to fold unit up, it folds to fast and end user feels like they are going to fall forward. End user states that he took unit to shop and drilled a hole in it with a pin in it so unit will not fold up and throw the user forward. End user's husband is stating that maybe unit is not locking properly.